Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported the sensor received unspecified high scans when compared to a competitor meter. The customer experienced symptoms of seizure and a loss of consciousness and she received unspecified medical treatment from a relative. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported the sensor received unspecified high scans when compared to a competitor meter. The customer experienced symptoms of seizure and a loss of consciousness and she received unspecified medical treatment from a relative. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh007722h0 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly and damage was observed to the guide tabs. The plug was seated correctly and therefore the damaged guide tabs did not cause the customer complaint. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.